Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11872. The pt rec'd three leads, and two have the same lot number. It was reported the pt had stimulation coverage, however, was not receiving pain relief. In addition, the pt felt pain in the tail bone area when the stimulation was turned on. The pt felt the stimulation was causing his hemorrhoids to flare up. It was reported that tail bone is not part of the pt's original pain. The physician planned to have x-rays taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.